Manufacturer narrative:
The physical device has not been returned/received to date. If the device is received, a supplemental report will be submitted. Analysis of the available system logs, confirm that the algorithm is functioning correctly. The system consistently responded to elevated glucose levels by increasing automated insulin delivery within its programmed safety limits. All recorded boluses - both automated and manual - were successfully delivered, and there were no indications of delivery interruptions or algorithmic malfunction. Throughout the reviewed period, glucose values were frequently and significantly elevated. In these situations, the algorithm reached the upper limits of allowable automated insulin delivery, indicating that the system was doing everything within its design parameters to bring glucose levels down. Despite this, glucose levels often remained high, suggesting that the insulin being delivered - although correctly executed by the device - may not have been sufficient relative to the user¿s therapy needs at that time. Additionally, there was a noticeable increase in total daily insulin, accompanied by some improvement in bg levels. This pattern supports the possibility that further therapy adjustments may be necessary to improve overall glycemic control. Based on these observations, it is recommended that the user continue working closely with their healthcare provider to reassess and adjust their insulin therapy. This may include reviewing basal rates, correction factors, insulin-to-carbohydrate ratios, and overall lifestyle factors (such as meal composition, physical activity, and injection/infusion site integrity) that could contribute to persistent hyperglycemia. Ensuring proper absorption at the infusion site and verifying that there is no leakage or occlusion is also important. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported persistent episodes of elevated blood glucose levels with multiple pods over the past few weeks. Some pods were associated with readings exceeding 30 mmol/l (540 mg/dl), although the patient could not recall exact values for each pod. The patient wore each pod for approximately 49 to 71 hours. The patient had consulted a healthcare provider, and therapy settings were reviewed, but this did not resolve the issue. The patient reported two hospital visits during the previous week. For each event, the patient required transport by ambulance due to symptoms including fatigue, dizziness, and decreased responsiveness associated with high blood glucose levels. Ketone levels were approximately 0.2 (units not provided). Medical staff monitored blood glucose and ketones, performed a chest x-ray to assess for infection, and administered an insulin drip. The patient continued wearing the pod during both visits and was discharged once blood glucose levels improved. Each hospital stay lasted approximately 6¿8 hours. This report covers the first hospital visit. Healthcare provider modified the patient's settings the patient continued to use the system for a couple of days following this event, but there was no improvement with their bg level. The patient was then advised to stop using the system and were advised to use pen injections.